Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was installed proximal onto a golden system where error 40067 was replicated on startup. The suj was tested on patient fixture test platform (pftp) where it failed multiple tests. Aba tested acu board with inconclusive results. Errors 40067, 25730 and 32097 were confirmed in the system logs. Root cause is attributed to acu board and cfs motor assembly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had a non recoverable fault 40067 and the 4th arm was not being used at the time and they rebooted the system to continue. Technical support engineer (tse) viewed logs and found error 32097 and 32097 with last node reporting acu. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.